Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited pacing inhibition. The patient is pacemaker dependent and collapsed due to lack of pulse. Thereafter, the patient experienced stroke symptoms and was taken to the hospital, where the patient underwent a surgery. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information from the field indicates that the alleged symptoms, lack of pulse, pacing inhibition, and emergency procedure were not confirmed by the pacemaker clinic. No adverse patient effects were reported.